Event description:
The customer reported that the freedom driver exhibited irreversible fault alarms while supporting a patient. The customer also reported that the patient was plugged into the freedom a/c power supply when she heard several short fault alarms that became irreversible fault alarms. The customer also reported that the patient rotated her freedom onboard batteries to resolve the issue, but the irreversible fault alarms continued. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited irreversible fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.